Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that while the patient was at the hospital for unrelated reasons, she stumbled, causing the ventricular lead to dislodge. The lead showed artifacts and an increase in impedance. When the pocket was opened, it was noted that the lead had not been properly fixated. The insulation had been sutured directly, as no suture sleeve was used. The lead was explanted and replaced.